Event description:
Bard power port placed on (B)(6) 2013, the port was replaced due to recent catheter breakage. The blue catheter was snapped off at the metal hub, the blue rubber catheter is attached too. The pt received a new port on (B)(6) 2013. Dates of use: (B)(6) 2013. Diagnosis or reason for use: chemotherapy. Event abated after use stopped or dose reduced: no.